Event description:
Pt dropped due to failure of hoyer lift. Bolt sheared/broke during the transfer of resident. Bolt on boom, holding the cradle broke during the transfer. Pt sustained abrasion and contusion to head.